Event description:
Customer had questions regarding partially broken pins for prismasate. Nurse reported a prismasate occlusion that occurred. The nurse wanted to pull 200 mls off the patient but pulled off 614 mls due to a partially broke pin in the prismasate bag. The nurse recognized the issue and corrected, but expressed concern because there was no (or maybe only one) alarm alerting them to the issue. No patient impact was reported.